Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} updated data: b5. D9. H6. Corrected data: h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the first attempt to advance past the dislodged valve, a second attempt at advancement was made which was also unsuccessful.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial #: (B)(6), ubd: 18-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed over a medt ronic guidewire at a depth of 2 mm on the non-coronary cusp and 3 mm on the left coronary cusp. Following deployment, one of the outflow crowns was noted to still be attached to the delivery catheter system. Several attempts were made to release it including gentle forward pressure with a slight turn; however, upon release, the valve dislodged towards the aorta, above the level of the sinotubular junction. Subsequently, a balloon dilatation was performed, and a second valve was attempted, but was not able to advance past the dislodged valve. A procedural delay of approximately one hour was reported. Following the procedure, the patient was transferred to the intensive care unit. Blood pressure and heart rhythm variances were reported throughout the evening, and the patient subsequently died the next day. The cause of death was reported as pulseless electrical activity.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial #: (B)(6), ubd: 2026-04-15, UDI#: (B)(4). Corrected data: h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule fully opened. There was a scratch to the proximal end of the capsule. There was a kink to the proximal end of the inner member shaft. The spindle hub appeared intact with no evidence of damage. There was a bend along the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. A valve was unable to be loaded onto the dcs due to the damage to the inner member shaft. The reported event for difficult to deploy could not be confirmed in the analysis as a valve could not be loaded to test the device¿s ability to deploy a valve due to the damage inner member shaft damage. Conclusion: a medical safety assessment was carried out for this event. Medical safety reviewed the product event and assessed the reported: device dislodgement and death. Based on the information provided, the event of device dislodgement is assessed as likely related to the dcs and device during deployment where one of the paddles on the device was difficult to remove from the dcs requiring manipulation of the dcs to free the valve and subsequently resulting in the valve dislodgment and need for a 2nd valve, however this 2nd valve was unable cross through the dislodged valve and was unsuccessful. The death was likely related to the inability to implant a valve leading to hemodynamic compromise likely from aortic regurgitation (ar) as a result of the balloon dilatation done prior to the 2nd valve implant attempt. The subject dcs was returned to medtronic for analysis. A scratch was observed on the proximal end of the capsule. The capsule may have become scratched during the advancement of the dcs to the target site, however as no procedural images were provided for review, this could not be confirmed. A kink was observed in the inner member shaft, however the description of the event does not indicate that this damage occurred during the reported issue. Inner member shaft kinks have historically been observed when the device was returned for analysis with the capsule open and no stylet in place to support the shaft, as was observed in this case. Per the device training materials, the user should release the tension in system just before final release to reduce potential for valve movement and the user should slightly push on delivery system while turning the deployment knob very slowly to allow the paddles to detach one at a time. Additionally, per the training material, if paddle fails to immediately detach do not torque (turn) the delivery system handle as this will not translate to the distal tip. Often a hung paddle will resolve itself after a few heart cycles, but if it doesn¿t the operator can either pull slightly on the guidewire or gently push the delivery system forward to release the paddle. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Conduction disturbances are known potential adverse effects per the device instructions for use (IFU). Factors that may impact the d evelopment of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. However, with the information available, a conclusive cause of this conduction disturbance could not be determined. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, a conclusive cause could not be determined. Cardiac arrest is listed under the potential adverse events per the device IFU, and can be related to several factors (procedure, patient comorbidities, etc.). A relationship of the cardiac arrest to the device or procedure could not be determined with the limited information available. Vascular related complications, such as patient death, are a known potential adverse patient effect per the evolut system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). The cause of death was reported as pulseless electrical activity. Based on the information available, the patient death was likely related to the inability to implant a valve leading to hemodynamic compromise likely from ar as a result of the balloon dilatation done prior to the 2nd valve implant attempt. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.